Manufacturer narrative:
The device was received with evidence of blood on the adhesive pad and within the needle well. The bottom housing, adhesive pad, and formed needle were inspected under magnification for signs of damage or defect that would contribute to an issue at infusion site and none were observed. The cause of bleeding could not be determined. No occlusions were observed in the soft cannula and fluid was able to flow completely through the soft cannula without obstruction. Data indicates there was no struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was believed to be obstructed by the patient's blood.